Manufacturer narrative:
This device bipap avaps was manufactured 05/24/2012 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The device's foam needs to be replaced to address the issue. No malfunction of the device was observed. Additionally, dust and dirt contamination was documented in the repair evaluation. The device was not repaired. The device was scrapped.